Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump was came off. The customer¿s blood glucose level was 238 mg/dl. Customer also stated that they cracks on the battery compartment. Customer was able to tape the bottom of the insulin pump. Troubleshooting was performed for damaged. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to performed the displacement due to broken detached end cap, broken belt clip slot and broken battery tube threads. No loose drive support cap anomaly noted.